Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was not able to be confirmed as the stent had already been deployed. The tip separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by or related to the design, manufacture, or labeling of the device. A conclusive cause for the reported deployment difficulty could not be determined. The reported patient effect of thrombosis is a known potential patient effect as listed in the supera instructions for use (IFU). The tip separation and additional patient effects and therapies are due to operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The warning section 5.0 of the supera IFU states: use this device prior to the use by date as specified on the device package label. There is no indication that using the device after the expiration contributed to the reported difficulties. Based on the information reviewed, visual and functional analysis of the returned device, there is no indication the issue was caused by or related to the design, manufacture or labeling.

Event description:
It was reported that the 4.5x60 supera stent was positioned at the calcified lesion in the predilated, chronic total occlusion, popliteal artery. It was thought that the supera stent was fully released from the stent delivery system (sds) when the sds was retracted from the anatomy. During withdrawal of the sds, the stent came out with it. The stent did not come all the way out and remained in the superficial femoral and common femoral artery. A balloon dilatation catheter (bdc) was inserted to try to reposition the stent, but the balloon was unable to advance through the sheath. When the bdc was removed from the sheath, the tip of the supera sds was found with the bdc. Prior to this, it was unknown that the tip had separated. Attempts to remove the stent with biopsy forceps and snares were unsuccessful. Another supera stent was successfully implanted at the target lesion. After 2.5 hours of additional procedure time, the patient developed clots in the leg. Thrombolytic medication was administered which resolved the clots. The procedure was aborted and the patient was monitored. No additional information was provided.